Manufacturer narrative:
Insulin pump passed rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Insulin pump received with cracked case at display window corners, display window and battery tube threads. Insulin pump received with minor scratched liquid crystal display. (B)(4)

Event description:
It was reported that the insulin pump had several cracks from the battery compartment to the lower screen, top right screen towards the battery compartment and upper right of the casing. Customer's blood glucose was 51 mg/dl. Customer treated her low blood glucose. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.